Event description:
It was reported by the ems department to the medical center biomedical department that the device would turn off by itself. There were no reports of any adverse affects as result of the device use.

Manufacturer narrative:
The medical center biomedical department and physio-control evaluated the device and observed proper operation through functional and performance testing. Both were unable to replicate or confirm the reported problem. The device was returned to the customer for use.